Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: 'up' and 'ok' button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the 'up' and 'ok' button contacts. The 'up' and 'ok' button contacts were found to be inverted.

Event description:
It was reported that the "up" arrow button is not working. The patient indicated that the button could be pushed in a certain spot and it would function.